Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic/ possible open sigmoid resection procedure, that the surgeon's initial firing of the device resulted in an on tissue lock out. She reported that she was unable to get the jaws of the stapler open while still on the colon. They opened up another stapler and reload and had to take a larger portion of the colon than desired. It was reported that due to the larger specimen being taken, the patient ended up with a shorter rectum than intended by the surgeon. As a result of trying to manipulate the jaws off of the tissue, the colon was partially torn.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Per the surgeon the tear was a minor tear and short in length (she did not provide an exact length). The jaws of the stapler were never opened. The surgeon did experience a lockout, and she stated that she did not believe she tried to utilize the reverse button or the manual override. The patient (post op) has not experienced any other additional side effects.